Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025, to check the status of the potential leak and potential thrombus as the CT imaging was unclear. It was further reported that the CT scan performed on (B)(6) 2025, which suggested a possible leak and consequently a tee scan performed on (B)(6) 2025, confirmed a 3.4mm leak and slight proximal device shift was noted on the closure device. There was no intervention performed to close the leak or for the device shift. It was also confirmed that thrombus was not detected. The patient confirmed taking 81mg of aspirin on (B)(6), 2025, and had begun taking eliquis in (B)(6) 2024. On (B)(6) 2025, the patient was brought by ambulance with the chief complaint of slurred speech after a shower for thirty (30) minutes. Upon arrival to the emergency department, the symptoms had improved. A magnetic resonance imaging (MRI) scan revealed a tiny infarct left deep occipital territory with no associated hemorrhage. Possible additional subtle acute infarcts right frontal territory. Code stroke was cancelled, and the national institute stroke scale (nihss) was zero (0). The patient will be kept on blood thinners until the closure device leak and proximal shift of the device is addressed. The stroke event is resolved.

Manufacturer narrative:
B5: information added h6 patient code updated from thrombosis/thrombus to stroke/cva h6 impact code added: medication required. H6 device code added: migration.

Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025, to check the status of the potential leak and potential thrombus as the CT imaging was unclear. It was further reported that the CT scan performed on (B)(6) 2025, which suggested a possible leak and consequently a tee scan performed on (B)(6) 2025, confirmed a 3.4mm leak and slight proximal device shift was noted on the closure device. There was no intervention performed to close the leak or for the device shift. It was also confirmed that thrombus was not detected. The patient confirmed taking 81mg of aspirin on (B)(6) 2025 and had begun taking eliquis in (B)(6) 2024. On (B)(6) 2025, the patient was brought by ambulance with the chief complaint of slurred speech after a shower for thirty (30) minutes. Upon arrival to the emergency department, the symptoms had improved. A magnetic resonance imaging (MRI) scan revealed a tiny infarct left deep occipital territory with no associated hemorrhage. Possible additional subtle acute infarcts right frontal territory. Code stroke was cancelled, and the national institute stroke scale (nihss) was zero (0). The patient will be kept on blood thinners until the closure device leak and proximal shift of the device is addressed. The stroke event is resolved. It was further reported that the CT and tee were further reviewed by bsc engineers on october 6th, 2025, where it was identified that the 35mm watchman flx pro closure device had a potential device fracture. Bsc is following up with the physicians. It was further reported the physicians plan to place a plug device in response to the leak in the near future. It was further reported that during a leak repair procedure on (B)(6) 2025, and following the deployment of a coil and plug, a minor residual leak remains present. It was further reported that during the stroke event, the patient also had complaints of dizziness, zoning out, and transient weakness that resolved spontaneously. The leak event is considered resolved.

Manufacturer narrative:
B5: information added. H6 patient codes added: muscle weakness/atrophy and dizziness.

Manufacturer narrative:
B5: information added.

Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025, to check the status of the potential leak and potential thrombus as the CT imaging was unclear. It was further reported that the CT scan performed on (B)(6) 2025, which suggested a possible leak and consequently a tee scan performed on (B)(6) 2025, confirmed a 3.4mm leak and slight proximal device shift was noted on the closure device. There was no intervention performed to close the leak or for the device shift. It was also confirmed that thrombus was not detected. The patient confirmed taking 81mg of aspirin on (B)(6) 2025, and had begun taking eliquis in (B)(6) 2024. On (B)(6) 2025, the patient was brought by ambulance with the chief complaint of slurred speech after a shower for thirty (30) minutes. Upon arrival to the emergency department, the symptoms had improved. A magnetic resonance imaging (MRI) scan revealed a tiny infarct left deep occipital territory with no associated hemorrhage. Possible additional subtle acute infarcts right frontal territory. Code stroke was cancelled, and the national institute stroke scale (nihss) was zero (0). The patient will be kept on blood thinners until the closure device leak and proximal shift of the device is addressed. The stroke event is resolved. It was further reported that the CT and tee were further reviewed by bsc engineers on october 6th, 2025, where it was identified that the 35mm watchman flx pro closure device had a potential device fracture. Bsc is following up with the physicians. It was further reported the physicians plan to place a plug device in response to the leak in the near future. It was further reported that during a leak repair procedure on october 29th, 2025, and following the deployment of a coil and plug, a minor residual leak remains present.

Manufacturer narrative:
H6 patient codes added: speech disorder

Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025, to check the status of the potential leak and potential thrombus as the CT imaging was unclear. It was further reported that the CT scan performed on (B)(6) 2025, which suggested a possible leak and consequently a tee scan performed on (B)(6) 2025, confirmed a 3.4mm leak and slight proximal device shift was noted on the closure device. There was no intervention performed to close the leak or for the device shift. It was also confirmed that thrombus was not detected. The patient confirmed taking 81mg of aspirin on (B)(6) 2025 and had begun taking eliquis in (B)(6) 2024. On (B)(6) 2025, the patient was brought by ambulance with the chief complaint of slurred speech after a shower for thirty (30) minutes. Upon arrival to the emergency department, the symptoms had improved. A magnetic resonance imaging (MRI) scan revealed a tiny infarct left deep occipital territory with no associated hemorrhage. Possible additional subtle acute infarcts right frontal territory. Code stroke was cancelled, and the national institute stroke scale (nihss) was zero (0). The patient will be kept on blood thinners until the closure device leak and proximal shift of the device is addressed. The stroke event is resolved. It was further reported that the CT and tee were further reviewed by bsc engineers on (B)(6) 2025, where it was identified that the 35mm watchman flx pro closure device had a potential device fracture. Bsc is following up with the physicians. It was further reported the physicians plan to place a plug device in response to the leak in the near future. It was further reported that during a leak repair procedure on (B)(6) 2025, and following the deployment of a coil and plug, a minor residual leak remains present. It was further reported that during the stroke event, the patient also had complaints of dizziness, zoning out, and transient weakness that resolved spontaneously. The leak event is considered resolved.

Manufacturer narrative:
B5: information added. H6 impact code added: additional device required.

Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025, to check the status of the potential leak and potential thrombus as the CT imaging was unclear. It was further reported that the CT scan performed on (B)(6) 2025, which suggested a possible leak and consequently a tee scan performed on (B)(6) 2025, confirmed a 3.4mm leak and slight proximal device shift was noted on the closure device. There was no intervention performed to close the leak or for the device shift. It was also confirmed that thrombus was not detected. The patient confirmed taking 81mg of aspirin on (B)(6) 2025 and had begun taking eliquis in (B)(6) 2024. On (B)(6) 2025, the patient was brought by ambulance with the chief complaint of slurred speech after a shower for thirty (30) minutes. Upon arrival to the emergency department, the symptoms had improved. A magnetic resonance imaging (MRI) scan revealed a tiny infarct left deep occipital territory with no associated hemorrhage. Possible additional subtle acute infarcts right frontal territory. Code stroke was cancelled, and the national institute stroke scale (nihss) was zero (0). The patient will be kept on blood thinners until the closure device leak and proximal shift of the device is addressed. The stroke event is resolved. It was further reported that the CT and tee were further reviewed by bsc engineers on (B)(6) 2025, where it was identified that the 35mm watchman flx pro closure device had a potential device fracture. Bsc is following up with the physicians. It was further reported the physicians plan to place a plug device in response to the leak in the near future.

Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025 to check the status of the potential leak and potential thrombus as the CT imaging was unclear.

Event description:
The patient was a part of a clinical study. It was reported a leak and possible thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On a routine follow up post index procedure, computed tomography (CT) imaging revealed potential small leak around the posterior aspect involving the closure device. A possible minimal thrombus was also seen along the posterior aspect. The plan is for a follow up transesophageal echocardiogram (tee) scan on (B)(6) 2025, to check the status of the potential leak and potential thrombus as the CT imaging was unclear. It was further reported that the CT scan performed on (B)(6) 2025, which suggested a possible leak and consequently a tee scan performed on (B)(6) 2025, confirmed a 3.4mm leak and slight proximal device shift was noted on the closure device. There was no intervention performed to close the leak or for the device shift. It was also confirmed that thrombus was not detected. The patient confirmed taking 81mg of aspirin on (B)(6) 2025 and had begun taking eliquis in (B)(6) 2024. On (B)(6) 2025, the patient was brought by ambulance with the chief complaint of slurred speech after a shower for thirty (30) minutes. Upon arrival to the emergency department, the symptoms had improved. A magnetic resonance imaging (MRI) scan revealed a tiny infarct left deep occipital territory with no associated hemorrhage. Possible additional subtle acute infarcts right frontal territory. Code stroke was cancelled, and the national institute stroke scale (nihss) was zero (0). The patient will be kept on blood thinners until the closure device leak and proximal shift of the device is addressed. The stroke event is resolved. It was further reported that the CT and tee were further reviewed by boston scientific (bsc) engineers on (B)(6) 2025, where it was identified that the 35mm watchman flx pro closure device had a potential device fracture. Bsc is following up with the physicians.

Manufacturer narrative:
B5: information added. G2: report source added.